Event description:
The home pt (hp) reported feeling abdominal pain and fullness, as if they were overfilled, while using the homechoice pro cycler for apd therapy. The hp used a manual drain to remove 1990mls of the programmed fill volume of 2000mls and then discontinued apd therapy for the night. Follow up with the hp's healthcare professional (hcp) reveals the hp has been experiencing outflow difficulties with their surgically implanted catheter and were draining poorly as a result. The hcp gave the hp heparin to reduce catheter fibrin buildup and the hp's drain flow then appeared to improve. The hp again reported drainage difficulties approx 2 weeks later, after which the hp's catheter was flushed with heparin and the hp's transfer set was replaced due to suspected fibin blockage. According to the hcp, fluid was then able to flow out of the catheter and the hp drained out 4.8 lbs of fluid. The hcp relates that there were no sequelae as a result of this issue.